Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No intervention or patient condition was reported.